Manufacturer narrative:
Due to character limitation in block : event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse during preventive maintenance that cardiosave intra-aortic balloon pump (iabp) had found lines on the screen and repair is required to replace the display. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported by fse during preventive maintenance that cardiosave intra-aortic balloon pump (iabp) had found lines on the screen and repair is required to replace the display. There was no patient involvement. Replaced top screen verified that no lines were present on screen. Ran and passed all performance and function tests.

Event description:
N/a.